Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced chronic pain, infection, fever, purulent fluid, necrosis, scar tissue, abscess, hernia recurrence, bulge, seroma, persistent drainage from wound and adhesions. Post-operative patient treatment included incision and drainage of abscess, removal of infected mesh, placement of new lifecell strattice mesh x2, debridement and component separation.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced chronic pain, infection, fever, purulent fluid, necrosis, scar tissue, abscess, hernia recurrence and adhesions. Post-operative patient treatment included incision and drainage of abscess, removal of infected mesh, placement of new lifecell strattice mesh x2, debridement and component separation.

Manufacturer narrative:
(B)(4) (recurrence and revision). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair od ventral incisional hernia with mesh. She had revision surgery 1 year and 5 months post-surgery. The patient underwent ventral incisional hernia. The patient experienced chronic pain, infection, hernia recurrence and revision.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment of a ventral incisional hernia repair. The patient experienced chronic pain, infection, hernia recurrence, adhesions and revision. She had revision surgery 1 year and 5 months post-surgery.